Event description:
Whil drilling with a 2.7mm drill, the drill broke in the bone. Fragments of the drill broke in the patient and the surgeon reportedly removed most of the fragments, but was unable to remove all of them. There was other hardware present, but it was not confirmed if it was hit. The drill was returned and confirmed to be fractured at the cutting flutes. A guide wire was in-place when the drill was used, but it was unclear if it was bent. A review of the device history record confirmed that the drill was manufactured to specifications.